Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with broken belt clip rails, cracked case-corner of belt clip rails, and cracked keypad overlay. In summary, customer allegation for cosmetic damage at belt clip rails was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump was broken. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and damaged on the pump railing. Customer reported also pump battery life less than a week and rejected new battery. No harm requiring medical intervention was reported. The customer will discontinue using the device and product return is required for mmt-1884l. The device was returned for analysis.